Event description:
Pt scheduled for laparoscopic cholecystectomy. The camera portion of the laparoscopic equipment malfunctioned (image faded in and out and eventually disappeared). The image could be regained with considerable manipulation of the camera cord, however, it was deemed necessary to convert to an open cholecystectomy to ensure pt's safety.